Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having high blood glucose today. Customer stated that his blood glucose was 509 mg/dl. Customer gave himself about 21 units of insulin through a bolus. Customer checked 30 minutes later and his blood glucose was 495 mg/dl. Customer checked his blood glucose again 30 minutes later and it was 519 mg/dl. Customer changed out his set and his blood glucose was about 450 mg/dl. Customer bolused again with 8.9 units. Customer checked and his blood glucose was 390 mg/dl. Customer stated that the cannula did not look bent or occluded when he removed the cannula. Customer stated that the skin was not wet on the site area. Customer stated that he gave insulin that was about the total of 40 units of insulin today. Customer gave himself another 3.2 units. Customer's blood glucose is coming down now. Customer changed out his set. Customer mentioned that he also had lows in the 20's mg/dl and declined troubleshooting.